Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. The displacement, rewind, basic occlusion, occlusion, priming and no delivery tests were all unable to be performed due to unresponsive keypad buttons. The insulin pump had cracked display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was over 49 mg/dl. Customer treated their high blood glucose with food. Troubleshooting for the button error alarm was performed. Customer advised the up and down arrows have caused them issues and they are unable to clear the button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.